Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent left delta xtend total shoulder replacement in (B)(6) 2019. Presented back to surgeon complaining of pain in left shoulder and what they described as a 'clicking' in the shoulder joint upon movement. Procedure today to explore the left shoulder and proceed as necessary. Upon opening the shoulder the surgeon noted the presence of metallosis in the soft tissues. The surgeon remarked that this seemed to be concentrated around the top of the humerus, around the epiphysis. The surgeon removed the poly insert form the epiphysis and the glenosphere from the metaglene. He examined both components and was unable to see any obvious damage or evidence of rubbing on either component. The metaglene was determined to be well fixed and was not revised. He then turned his attention to the humeral component, which was a modular, uncemented prosthesis. He noted the presence of metallosis around the proximal humerus. He removed the epiphysis and examined it, noting that some ha coating appeared to be rubbed off the prosthesis. The stem was very well fixed and not revised. The area was debrided and washed out and new prosthesis of the same specifications were re-implanted (ie. Epiphysis, poly insert and glenosphere). The surgeon suggested two possible causes of the metallosis. The epiphysis was not secure on the stem and had been backside rubbing on the stem. The 'fibrewire' suture he used in re-attaching the tuberosities had rubbed against the side of the epiphysis causing the removal of the ha coating and subsequent debris formation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there were no deviation or non-conformances. See analysis report for full details.